Event description:
Dr performed a total abdominal hysterectomy procedure on the patient in 2004 and implanted macropore surgiwrap surgical mesh. The patient later experienced abdominal pain and a laparotomy was performed sixteen days later for lysis of adhesions and the product was explanted. The product was not secured at the initial implant and was deserved to have caused can obstruction due to migration.